Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4) , implanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). Product ID: 8709sc, serial/lot #:(B)(4), ubd: 06-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 2600 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had gone to the hospital for an ileus after a kidney surgery and was having issues due to that. The patient then had abdominal surgery for the bowel issue and during that surgery the catheter was cut. After the catheter was cut, the patient had withdrawal issues. Today ((B)(6) 2020), the hcp reconnected the catheter using a new connector pin after which they confirmed all parts of the catheter were flowing and then restarted the pump as well as giving a bolus. The patient was on 2600mcg a day with 400mcg blouses every 4 hours at 12, 4, 8, 12, 4, and 8. The patient was given a 400mcg bolus when re-priming the catheter. The patient was staying in the ICU (intensive care unit). Per the surgeon, they were unsure what was causing what because the patient was medically complicated, but that at least the pump and catheter were working now so they could solve all the patient¿s other medical issues. The catheter issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.